Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
"It was reported patient had an unrelated procedure and not placed ipg into MRI mode. Company manufacturer met with patient and trouble shooting was unable to reconnect. The ipg was deemed inoperable. Next course of action is undetermined at this time.